Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of the device return nor applicable imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''then, the interatrial septum was crossed with a bit of difficulty and the valve was aligned. However, it was noted that the balloon of the commander delivery system was perforated at the time of valve deployment, so the valve could not be expanded. Then, the commander delivery system, valve and esheath were removed with resistance and force but as a single unit. Blood was seen in the syringe. After withdrawal, valve damage to the skirt and frame deformation were observed'' in this case, difficulties were experienced during withdrawal of the commander delivery system with crimped thv through sheath, and additional device manipulation was applied since event description indicated that the devices were ''removed with resistance and force''. If manipulation was applied to overcome the encountered withdrawal difficulty, it can lead to the crimped valve negatively interacting with the sheath, and resulting in the reported damage. Available information suggests that procedural factors (withdrawal of crimped valve, device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of an implant of a 26 sapien 3 valve inside of an unknown surgical valve, in mitral position by trans septal approach. During procedure, it was noted that the balloon of the commander delivery system was perforated at the time of valve deployment and the valve could not be expanded. The system was removed with resistance and force but as a single unit. After withdrawal, valve damage to the skirt and frame deformation were observed. A new system was prepared and the second valve was successfully implanted without complications. The patient was hemodynamically stable.

Manufacturer narrative:
Reference number: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00090. The investigation is ongoing.